Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. According to the patient, on (B)(6) 2026, the sensor had stopped functioning properly and she was supposed to replace it, but she decided not to do so at that time. However, since her pump was in a loop, she received an amount of insulin that resulted in an epileptic episode. The patient declined to provide further information about the event. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional event or patient information is available